Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high blood glucose of 300 mg/dl and low blood glucose of 42 mg/dl. Customer indicated that their doctor may have changed the settings on the pump. Troubleshooting indicated that there was a language barrier and he could not understand the customer. Troubleshooting called the customer's doctor for them but was no answer, so a voice message was left. Troubleshooting also left an email for the doctor to follow up with the patient. No further details given.